Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI updated to unknown. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsvb16) and abutment were returned for investigation. There were no allegations against the abutment. This investigation was performed only on the implant and the reported event. Visual evaluation of the as returned implant identified that the device was fractured at the bottom. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported device had been placed on tooth 46 (fdi) for approximately 6 1/2 years. X-ray or picture image was not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev (B)(6) 2019. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture. DHR review was completed for the subject lot number (60584637). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60584637) for similar events and no complaint related to nonconforming products was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to fracture at the bottom. As a result of the event patient had abscess.